Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found a partial lead measuring 68.1 cm returned in two pieces. Externalized conductors due to internal insulation abrasion were noted from 4.0 cm to 4.8 cm and from 5.2 cm to 5.7 cm from the distal tip. The etfe coating on one of the cables was abraded at the 5.2 to 5.7 cm location. Conductor shorts were noted. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.